Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen assembly and backing separated when the user picked up the device, with the touchscreen continuing to function when the two parts were pressed together; the device was reported to no longer be watertight, and the user wears a dexcom g7 and has backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the display assembly, consistent with a loss or failure of bonding at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.